Manufacturer narrative:
Review of the most recent repair record determined the unit was found to have a motor that had seized (0 rpm). The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported interruption during operation. Low torque. The event timing was during surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.